Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during a CT scan manipulation, a central line connection was torn off at the level of patient's side while noradrenaline was being infused. The patient required examination. There was slight loss of patient's blood from the central line. The line was clamped , and noradrenaline was infused through a distal line. Another line was inserted. Additional information has been requested from the account.

Event description:
It was reported that: during a CT scan manipulation, a central line connection was torn off at the level of patient's side while noradrenaline was being infused. The patient required examination. There was slight loss of patient's blood from the central line. The line was clamped, and noradrenaline was infused through a distal line. Another line was inserted. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4), the customer returned one, 4-lumen cvc and a non-arrow connector tubing for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the hub had separated from the proximal extension line. Visual analysis could not be performed on the separated hub as it was not returned. Microscopic examination confirmed the separation and revealed that the edges were slightly rough but uniform. The proximal extension line outer diameter measured 2.151mm, which is within the specification limits of 2.130mm-2.210mm per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.4478mm; which is within the specification limits of 1.42mm-1.50mm per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the medial 1, medial 2, and distal extension lines and flushed. No leaks or blockages were observed. The proximal line was not able to be flushed due to the nature of the damage. Performed per IFU statement, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intralumin al leakage or catheter rupture". A manual tug test confirmed that the medial 1, medial 2, and distal luer hubs were all secure to their respective extension lines. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for material cz-14703-002, lot#: 72c22k0956, 72c22k0693, and 72c22k0022 to address the issue of a fallen connector. Based on the finding and the observed defect, it can be concluded that this is the same failure mode involved with this complaint. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the hub had separated from the proximal extension line; however, the separated hub was not returned. Despite the damage, the catheter met all relevant dimensional and functional requirements. A device history record review identified a potential relevant finding related to hub separation consistent with the failure mode identified in a previously opened CAPA. Based on the customer report, the sample received, and the findings from the device history record review, the root cause for this issue is manufacturing related. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.